Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. Verbatim: rcc received a complaint via email. I am writing to inform you that we recently identified an issue with one of the 30 ml sterile syringes. Upon inspection, we found an unusual residue present on the tip of the plunger, despite the syringe being sealed and labeled as sterile. We wanted to bring this to your attention so it can be reviewed and investigated as appropriate. Additional information provided: "the syringe was not used and set aside for investigation"

Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported that unusual residue was present on the plunger tip. To support the investigation, one unpackaged sample and two photographs were submitted and evaluated by the quality team. A visual inspection identified excess lubricant on the syringe rubber stopper, extending from the center of the stopper tip to the edge. The photographs corresponded to the condition observed in the returned sample. No other defects or imperfections were noted. The lubricant applied to both the syringe rubber stopper and the inner wall of the syringe barrel is medical grade. This condition may occur if a jam occurs during the syringe barrel lubrication application process. Verification of the lubrication application process was performed, equipment settings were within specification and product flow was acceptable. Based on the investigation and the returned sample analysis, the customer reported symptom was confirmed.